Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message with multiple cartridges after loading the cartridge with 310 units of insulin. Customer's blood glucose level was not impacted. Customer stated they have back up lantus for continued insulin therapy.